Event description:
It was reported to boston scientific corporation in 2008, that an injection gold probe bipolar electrohemostasis catheter was used during a procedure performed two days prior. According to the complainant, during the procedure, the needle failed to retract. The user had difficulty positioning the needle near the ulcer in order to apply heat to the region. The needle was manipulated so as to retract and heat was applied. Procedure completed with the same injection gold probe bipolar electrohemostasis catheter. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.